Event description:
The nellcor model 595 oxygen saturation monitor has a 110 volt power connector that plugs into the rear of the monitor. Because there is no restraint for this plug, it can easily become partially dislodged from the rear of the monitor. When partially dislodged, it loses electrical contact, and the monitor no longer receives 110 volt power. With the plug no longer electrically connected the monitor will continue to operate in its battery mode until the batteries are depleted. Once the battery power is consumed, the device then goes into a low battery alarm. Normally, when a low battery alarm sounds on any device, operators correct the problem by immediately plugging it into a 110 volt wall outlet. Under these circumstances, however, the device is already plugged into a wall outlet but operators are unaware that the 110 volt power connector at the rear of the monitor is not making electrical contact. This then leads the operator to conclude that the device has malfunctioned causing it to be removed from the patient and sent to be repaired. This type of problem could be eliminated if the manufacturer used a cord restraint in the rear of the monitor.